Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 498 mg/dl. The customer treated with manual injection. The customer stated that the pump getting the bolus not delivered alarm. Troubleshooting was performed. The device will not be returned for analysis.